Manufacturer narrative:
Evaluation results and conclusions: (death), (inappropriate landing zone).

Event description:
A talent stent graft device was implanted into a patient for the treatment of a thoracic aortic aneurysm. The patient was not an open surgical repair candidate. It was reported that prior to the thoracic stent graft placement, the patient had a bypass from the superior mesenteric artery to common femoral artery, because the patient did not have a good landing zone for the thoracic stent graft. The stent graft was implanted without issue. It was reported that the bypass did not go as planned, and the patient expired due to mesenteric artery ischemia one day post procedure.